Event description:
Circuit malfunctioned within 2 hours after being replaced. After plugged in, the water in the chamber gets very hot and then the tube filled with water. The hot water came out of the pt's nose and mouth. The hot water burned the pt and family member. The circuit has been discarded.